Event description:
It was reported that the pt underwent a catheter revision due to a possible kink or blocked catheter. The hcp removed approx 1/2 cm of existing catheter and replaced the pump segment piece with a new piece. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Used for the catheter.